Manufacturer narrative:
(B)(4). Date sent: 9/4/2024. D4: batch # 956a75. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60t reload was received fully fired, with the pan disassembled and the reload body broken. No functional test was performed due the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 956a75, and no non-conformances were identified.

Event description:
It was reported that during a vats lobectomy procedure that after firing the device the staple line was good but when the scrub tech was attempting to remove the cartridge to reload the stapler the cartridge came out in two pieces and the metal housing is off. The stapler was able to be reloaded and used for the remainder of the procedure. There were no adverse consequences for the patient.